Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and was able to duplicate the loss of image by connecting the baton to a test video monitor. Since there are no repairs available and the customer received a replacement, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was flexed. The procedure was completed with the video baton. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.